Event description:
As reported by the study, during the 3 year follow-up with the pt, he advised of a hospitalization for percutaneous coronary intervention (pci). This was approximately 18 months after the index procedure. It is not known if it was target vessel related. Add'l details are not currently available. This pt was randomized to the cypher arm of the study. Pre-procedure medications included aspirin and heparin. Intra-procedure medications included aspirin, heparin, reopro and clopidogrel. Pci was performed on a total occlusion lesion in the proximal left anterior descending artery of 20mm in length in a 3.5mm vessel diameter by visual estimate. The (b1) concentric lesion was characterized with a smooth contour. The lesion was pre-dilated with a 3.0x20mm balloon at 10 atmospheres (atm) before a 3.5x23mm cypher stent was deployed at unk inflation pressure. Timi 0 and iii flows were recorded pre and post-procedure, respectively. There were no procedural complications. Post-procedure cardiac enzymes were as follows: ck 28 and troponin 1712. Post-procedure medications included clopidogrel, statins, beta-blockers, ace-inhibitors and reopro. At the 1-month interval, during an office visit, the pt had no anginal complaints. Ongoing medications included clopidogrel, statins, beta-blockers, ace-inhibitors and calcium channel blockers. At the 6-month interval, during a telephone follow-up, the pt had no anginal complaints. Ongoing medications included clopidogrel, stains, beta-blockers, ace-inhibitors and calcium channel blockers. At the 8-month follow-up, during an office visit, the pt had no anginal complaints. Ongoing medications included clopidogrel, statins, beta-blockers and ace inhibitors. During the 12-month follow-up via telephone, the pt had no anginal complaints. During the 3-year follow up, the pt also informed the investigator that he currently had angina.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed device. It is also not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.